Event description:
Reportable based on device analysis completed on 28-sep-2018. It was reported that the catheter could not cross the lesion. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient is stable. However, device analysis revealed a detachment in the lapjoint distal section. Device evaluated by MFR.: the catheter was returned detached in the lapjoint distal section, additionally, a kink in the imaging core in the lapjoint section of the sheath assembly was observed. The resistance test was not able to performed due to returned condition of the catheter.